Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor arm failed self-test occurred. The patient¿s blood glucose level was unknown at the time of the incident. Low battery alert less than 1 week and battery cap cracked were also reported. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Rf pic failed selftest alarm and high stop current due to faulty y1/rfb. Pump passed the unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unable to confirm low battery alarm due to rf pic failed selftest alarm.